Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 174 mg/dl. While troubleshooting, the customer stated that the alarm occurred after having just changed the infusion set. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.